Event description:
Upon further review of the reported event, it has been determined that there is no serious injury.

Manufacturer narrative:
G6 - type of report: this report is a follow up of medwatch 3007215625-2022-01573 which was incorrectly submitted as a manufacturer report. Additionally, upon further review there is no serious injury.. The initial report was marked as importer report f1; however, a manufacturer report number g8 was populated. Corrected data: d1 b5: upon further review of the reported event, it has been determined that there is no serious injury.